Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the cause of death was unknown. It is unknown if the patient died during the implantable pulse generator (ipg) revision procedure or post the implant procedure.